Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Additional concomitant medical products: (B)(4). Lead implanted: (B)(6) 2013.

Event description:
It was reported that the left ventricular (lv) lead had a possible high threshold. The lead remains in use. No patient complications have been reported as a result of this event.